Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient had a cefazolin 2 gm order but the pyxis prompted the nurse to pull 0.2 gm. However, there were no delays or adverse events or injuries reported based on this event.